Manufacturer narrative:
It was reported that, after the surgery, the patient experienced a reaction in (B)(6) 2015 and developed hives. It was also reported that symptoms were resolved and the allergy test has not been performed yet. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. The patient experienced reaction and was treated with benadryl and medrol dosepak. The current patient condition is reported as good.